Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample, funher investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
The distal part of the catheter funnel separated from the main body of the catheter while was in use. The part that remained in the patient was removed. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The distal part of the catheter funnel separated from the main body of the catheter while was in use. The part that remained in the patient was removed. There was no patient injury.